Event description:
Paramedics attended to a nursing home patient diagnosed in cardiac arrest. The facility staff had found patient pulseless, apneic and unresponsive with agonal respiration's. The facility staff had performed CPR prior to arrival of the paramedics. Upon arrival, the paramedics diagnosed the patient as pulseless and in a fine ventricular fibrillation rhythm. The device operator attempted to administer a shock, however the device allegedly failed to charge and displayed a connect cable warning message. A lifepak 300 automated external defibrillator was immediately available and used. A backup lifepak 12 defibrillator/monitor was subsequently mad available and used. The patient was diagnosed in an asystolic rhythm and external pacing was administered. Electrical and mechanical capture was not achieved. Resuscitation efforts were stopped at the request of a family member and medical control. The patient was not resuscitated.